Manufacturer narrative:
The tech isolated the issue to worn casters. He replaced the four casters to repair the stretcher.

Event description:
Info received indicates the brake casters are ratcheting when in brake.